Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was not suitable since proximal neck was short. The procedure was performed as prescribed except the suprarenal stent was deployed before cannulation of contralateral limb. The main body was inserted from right side. Left renal artery was lower than right renal artery, but the physician expected that right renal artery would be lower than left one when the main body delivery system was inserted, but it was confirmed that both renal arteries were at the same position after insertion of the main body delivery system. Based on the angle of proximal neck and the delivery system, the suprarenal stent was positioned at right renal artery and deployed. After that, angiography was performed and revealed right renal artery was almost occluded. Cannulation of right renal artery was performed, but it was not valid. Because of that, the physician decided to deploy the main body and iliac legs at first. The proximal site was not secured with a coda balloon catheter, but no endoleak was observed. Blood flow to right renal artery was not confirmed, so the physician attempted to cannulate right renal artery again, but it was not valid. Urinary excretion was no problem during the procedure. The pt's condition after the procedure was not provided by the reporter.

Manufacturer narrative:
(B)(4). No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, correct product sizing instructions, and the proper deployment sequence. Specific to this case, the instructions for use for the main body graft state: "inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications." The main body IFU also provides detailed instruction on proper placement of the suprarenal stent in order to maintain patency of renal arteries, as well as the proper deployment sequence for releasing the top cap, and deployment of contralateral and ipsilateral legs. In addition, the IFU provides instructions on performing angiography prior to top stent deployment to verify the position of the graft with respect to the renal arteries. Stating: "if necessary, carefully reposition the covered portion of the endovascular graft with respect to the renal arteries. (Repositioning can only take place over a small range of distance at this stage.)" The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description. The device in this case was used outside the IFU in many ways. The pt's proximal neck was reported to be short, indicating that it was less than 15mm in length. In addition, the physician did not follow the proper deployment sequence as the suprarenal stent was deployed prior to deployment of main body portion of the graft as well as before the contralateral leg of the main body graft was deployed. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified. No further risk reduction activities are required as the risks remain at an acceptable level.